Event description:
Additional information was received. There were no issues encountered with the navien; its use was smooth throughout the procedure. No kink or damage was observed on the phenom.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield (ped2-425-20) stent wouldn't open and there was difficult navigation and friction during delivery of the phenom 27 microcatheter. The non-medtronic long sheath was positioned at the internal carotid artery (ica) origin, the navien guidecatheter was placed at the cavernous segment, and the phenom 27 microcatheter was placed in lt m2. While deploying the ped2, the distal segment of the stent opened well but at the terminal ica aneurysmal neck region the middle segment didn't open. Three resheathing and replacing technique attempts were made but were unsuccessful in opening the stent. The ped2 was pulled back into the phenom microcatheter, however, it detached in the microcatheter at the hub, and only the pusher wire came out. A new phenom 27 and ped 4.5x20 were used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, left supraclinoid ica aneurysm with a max diameter of 5 mm and a 4.5 mm neck diameter. The landing zone arterial diameter was 3.5 mm distally and 4.5 mm proximally. Ica access vessel diameter was 4.5 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was noted as good outcome. The reported device and any accessory devices were prepared, and all were flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend; it was not stuck in the capture coil. More than 50% of the stent had been deployed when it failed to open and it was resheathed more than 2 times. No additional steps or other devices were required to open the stent. The ped was resheathed and removed with the microcatheter. Ancillary devices include: neuronmax 80 sheath, navien 5f guidecatheter (lot b719763), synchro guidewire.

Manufacturer narrative:
Continuation of d10: phenom 27 catheter fg15150-0615-1s, model number: fg15150-0615-1s, lot number: 230788392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the stent detachment and incomplete ped opening was not determined. The cause of the difficult catheter navigation and catheter friction was not determined. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿as found condition: the pipeline flex shield braid was returned for analysis, stuck inside the returned phenom 27 catheter hub, inside an open pipeline flex shield inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the pipeline flex shield tip coil appeared to be missing from the distal wire. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. The distal wire was observed to be broken proximally to the dps sleeves. The rest of the pusher wire was not returned. The braid¿s distal end was open and frayed with dried blood, while the proximal end was not open and frayed. The braid¿s middle section was fully open without damage, with dried blood. No other anomalies were noted. ¿testing/analysis: the broken end of the distal wire was sent out for scanning electron microscopy (sem) failure analysis testing. The sem test results indicate that the fractured end failed via torsional overload. The pipeline flex shield braid was removed from the phenom 27 catheter hub without issue. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed. The pipeline flex shield braid's middle section was fully open, with no damage, and contained dried blood. The braid¿s distal end was open and frayed, while the proximal end was not open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, braid damage, braid improperly sized to the anatomy, braid overstretched during delivery, and the user deploying the braid into the vessel bend. In this event, the customer reported that the vessel tortuosity was moderate and that the pipeline was not positioned in a bend. Therefore, braid damage, braid improperly sized to the anatomy, and braid overstretched during delivery could have contributed to the failure to open. The braid can be damaged by over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the damaged braid could not be determined. The pipeline flex shield pusher wire was broken proximal to the dps sleeves. The distal wire's broken end failed via torsional ov erload. Possible causes of the break failure include over-manipulation and twisting. However, the cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.